Event description:
Event description guidant received information that during the implant of this atrial pacing lead, the patient had some bleeding and due to applying pressure and burning the insulation with cautery (accidentally), the lead was explanted and not replaced.